Event description:
It was reported that on (B)(6) 2013, the patient underwent a medullary magnetic resonance imaging (MRI) scan, which was conducted by the physician from the neurosurgery department to verify that the intrathecal baclofen pump was operating accurately. It was noted that the baclofen pump had stopped working since (B)(6) 2013. The pump diary summary noted ¿(B)(6) 2013 11h56 a.m, motor stalled; (B)(6) 2013 11h56 a.m. Pump shutdown maybe tube block.¿ the baclofen pump was back in working order on (B)(6) 2013. The patient did not report any particular information in (B)(6) and she had not passed through a magnetic field. There was no report of any frank withdraw syndrome nor did the patient hear any pump alarm. The patient was also not hospitalized. However, she did mentioned that since (B)(6), she had felt more important pains in the lower limbs. During a consultation in (B)(6) hospital on (B)(6) 2013, the pump was emptied and then refilled. The theoretical remaining volume was 4.4 milliliters for a same real volume withdrawn. There was no alarm message between (B)(6) 2013. Additional information has been requested. It was further reported that baclofen was the only drug in the pump. The patient was still receiving therapy. The pump worked good and was not explanted.

Manufacturer narrative:
(B)(4).